Manufacturer narrative:
There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not explanted, and therefore, the root cause of this event could not be investigated. Stenosis of an implanted valve, like regurgitation, may be a manifestation of structural valve deterioration. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle and can be, depending on the severity, an indication for valve replacement. No further actions are possible with the available information.

Event description:
As reported, the patient underwent a valve-in-valve procedure after a duration of approximately 9 years due to stenosis. The exact implant date of the subject device was not provided. A 23 mm edwards sapien xt was successfully implanted. No other details reported.